Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom of the cartridge. The customer was able to load a new cartridge successfully. Customer's blood glucose level was not impacted.